Manufacturer narrative:
Additional information was added: the lot was manufactured from october 08, 2019 - october 09, 2019. The device was received for evaluation. Visual inspection was performed which revealed fluid and drug residue inside the housing due to a ruptured bladder. The ruptured bladder was microscopically examined and there were no signs of abnormality that may have potentially caused the rupture problem. The reported condition of particulate matter was confirmed to be a ruptured bladder. The cause of the ruptured bladder could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had unspecified residue found at the bottom of the device. This issue was identified during setup and prior to patient use. No additional information is available.